Manufacturer narrative:
(B)(4).

Event description:
It was reported that during regular follow-up in clinic, extra cardiac stimulation on the lv lead was observed. The threshold was increasing with small margin between threshold and diaphragmatic stimulation. The lead was capped and replaced on (B)(6) 2016. Patient¿s condition was stable.